Event description:
The online port of the dialysis machine was leaking during hot disinfection and hot fluid squirted out of the machine. Machine alarmed for internal liquid leak error during disinfection. Online port assembly unit was replaced and hot disinfection was performed successfully without further issues.